Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging a meter casing issue with her onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 9:30am. The patient alleged that the outer casing and tip of the subject meter was cracked/broken. The patient manages her diabetes with a combination of lantus and novolog insulin. The patient stated that she increased her dose of medication on (B)(6) 2016 at 9:30am in response to the alleged product issue. The patient claimed to have developed the symptoms of "vision impaired, sick to stomach, hot and sweaty and dizzy" 1 hour after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that there was no indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "vision impaired and hot and sweaty" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.